Event description:
Pt reported experiencing problems with the infusion set cannulas from this box. Pt stated the infusion headset is leaky and the self-adhesive is wet. Pt reported sometimes experiencing elevated blood glucose levels with the reading of ¿hi¿. Pt stated correction was taken via the infusion device after changing the infusion set. Pt disposed of the used infusion sets. No further info available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.